Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned for analysis and/or if additional information is received. A review of the instrument log showed the pcs instrument (part #470184 -13 / lot #n10191007-0009) was last used on (B)(6) 2020 during a procedure with system sk3220. The pcs instrument has 10 allotted uses. The pcs instrument has 9 lives left. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the pcs instrument fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the permanent cautery spatula (pcs) instrument fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. The customer was not able to provide information about the patient's medical history nor the patient demographic information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10, h11. 61- intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The pcs instrument was found to have a piece broken off at the distal end. The broken piece was approximately 0.16¿ x 0.08¿ in size and was not returned. The known common cause of this failure is mishandling/misuse. Based on the information available at this time, this complaint is being reclassified as a non-reportable event due to the following conclusion: this event involved a fragment falling into a patient and it was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. Based on the device evaluation results, this MDR is being retracted since the alleged issue was found to be due to user mishandling/misuse, and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.